Event description:
Related manufacturer report number: 2017865-2023-42652, related manufacturer report number: 2017865-2023-45127. It was reported that the patient in clinic with pocket erosion and infection. The pacemaker and right ventricular lead were explanted. The atrial lead was capped. The condition of the patient was unknown.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.